Manufacturer narrative:
Manufacturing site evaluation: no product received to date. We closed the case with a statement.

Event description:
It was reported that a progav 2.0 shunt system (#fx431-t) was implanted. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure on (B)(6)2024. The product that is the subject of the complaint is not sent to the manufacturer for examination. No patient complications were reported as a result of the revision procedure.